Manufacturer narrative:
Section a2, a4, a5, a6: unknown/asked but unavailable (asku). Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1 telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not have the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had no haptic. The surgeon implanted the lens and took it out and then replaced it with new one. Through follow up, it was learned that the after the lens was inserted in the patient's right eye, it was then noticed that a haptic was missing. The lens had to be cut out and another johnson & johnson lens (same model and diopter) was implanted as a replacement. There was a five (5) minute delay. The patient status was reported as unknown. It was unknown if incision enlargement was required, however, there were no sutures and no vitrectomy performed. No other information was provided.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: 11/13/2025 section h3: device evaluated by manufacturer¿ yes device evaluation a visual inspection under magnification was performed on the suspect and found a detached haptic was stuck to the plunger rod. Fragments of lens were found stuck to the outside of the cartridge .the cartridge tip and plunger rod tip were observed to be damaged. The lens module and handpiece were inspected, and no issues were identified. No further evaluation was performed. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.